Event description:
It was reported that pump generated cartridge alarms during load process even when customer followed prompted steps, and alarm continued after attempts to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to successfully resume insulin delivery with pump, so technical support assisted with loading steps, arranged pump replacement under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to use multiple daily injections as backup therapy and to reenter pump settings and reconnect continuous glucose monitor to replacement pump.